Event description:
User experienced a leak from underneath the analyzer. No pt samples were involved. No operators were harmed. The field service representative determined the ups had gone down and left fluid in the lines.